Manufacturer narrative:
This is 2 of 2 reports. The subject device is unavailable to manufacturer.

Event description:
It was reported that the patient developed subarachnoid hemorrhage (sah) after the study procedure to 48 hours post procedure which related to the subject wire was used in the procedure. The brain CT (computed tomography) scan disclosed hypodensity within the left frontal and parietal subarachnoid space. The event did not lead to any neurologic deterioration of the patient. There is no further information available.

Manufacturer narrative:
Section b5: executive summary: updated additional information received. A device history record (DHR) review could not be performed because the lot number is unknown. Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no allegation against the subject device and it is unclear whether the hemorrhage was related to the subject guidewire. It is possible that the subarachnoid hemorrhage may have occurred during wire or catheter access or after stent deployment or retrieval. However, this could not be definitively determined. The sah (subarachnoid hemorrhage ) resolved on its own the next day after the procedure without any additional intervention. The reported ' patient intracranial hemorrhage' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to this event. This is 2 of 2 reports.

Event description:
It was reported that the patient developed subarachnoid hemorrhage (sah) after the study procedure to 48 hours post procedure which related to the subject wire was used in the procedure. The brain CT (computed tomography) scan disclosed hypodensity within the left frontal and parietal subarachnoid space. The event did not lead to any neurologic deterioration of the patient. There is no further information available. Update additional information received on 03-feb-2020. Additional information stated that the patient was presented with national institute of health stroke scale (nihss) score of 5 and baseline modified rankin scale (mrs) score of 0. The subarachnoid hemorrhage was based on imaging finding ¿brain CT (computed tomography): hypodensity within the left frontal and parietal subarachnoid space¿. The patient hemorrhage was resolved on its own next day and it was reported as non-serious adverse event. The subarachnoid hemorrhage possibly related to the subject device guidewire but unclear. No active extravasation was seen, so could have happened during wire or catheter access or after stent deployment or retrieval. The procedure was completed with only one pass with thrombolysis in cerebral infarction score (tici) 3 reperfusion. After procedure nihss score improved gradually (3 at 24 hrs. And 2 at discharge). Patient was discharged 5 days later after procedure with mrs score of 1. Patient also completed 30-day visit and had mrs score of 1.